Event description:
It was reported the epg (external pulse generator) had been dropped. The epg was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4). Main printed circuit board is out of electrical specification. Upper and lower cases are broken. Lcd (liquid crystal display) lens is cracked. Battery release and battery drawer are sticky. Side bail covers, heart block, and lead flex cover are contaminated. Ring cover is broken and ring is bent.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - main printed circuit board is out of electrical specification. Upper and lower cases are broken. Lcd (liquid crystal display) lens is cracked. Battery release and battery drawer are sticky. Side bail covers, heart block, and lead flex cover are contaminated. Ring cover is broken and ring is bent.